Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154936.

Event description:
It was reported that the patient's atrial lead was exhibited far r-wave over-sensing. The lead was also noted to have high, out of range pacing impedance and was intermittently under-sensing. No further information was received.